Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a product safety case ((B)(4)) was initiated. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a challenger ti-p ml-ligat.clips 12 cartr (part # pl579t) was used during a procedure performed on (B)(6) 2021. According to the complainant, the clip was damaged during surgery. Reportedly, the clip ramp opened during the second application and became detached from the reusable gripper. Risk of bleeding from vesicular injury in the hepathic pedicle. The user experienced difficulty storing the clip ramp and pulling it out through the laparoscopy trocars. The complaint device has not been returned to the manufacturer for evaluation. Patient harm is unknown. Although requested, additional information has not been made available. The adverse event / malfunction is filed under (B)(4) reference (B)(4).